Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not draw any conclusions about the reported event. All available photographs were reviewed. Based on the photo evidence provided, complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to fall that ruptured his patella tendon and loosening of patella component at the cement to implant interface. Unknown cement was used. The fall took his patella component off. One peg sheared off, the other two came out of their cement mantle. Doi: (B)(6) 2016 dor: (B)(6) 2021 right knee.